Event description:
It was reported that the patient experienced significant bleeding in the IPG pocket during an unknown surgery on an unknown date.

Manufacturer narrative:
Date of event is estimated.Additional information was requested but not yet received.